Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in netherlands. On (B)(6) 2025, at 10:00 pm, the patient had a very low blood sugar emergency. Their blood sugar was dangerously low at 24 mg/dl, causing them to pass out. They were taken to the hospital and given glucagon, a medicine that raises blood sugar quickly. The patient stayed in the hospital for more than a day. When trying to figure out why this happened, two important things were noticed: the patient saw insulin dripping from their pump set before they put it on. The patient didn't disconnect their pump when they were filling it with insulin. No further information available.

Manufacturer narrative:
Correction: the initial MDR with manufacturing report number 8021545-2025-00761, was submitted on 21-mar-2025. However, according to the additional information received the country of occurrence has been updated under b5 (description of event). Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record (B)(4) event description and all available information was completed and no lot number specific information identified. Requests for lot specific information were sent to the customer but were unable to be provided. As a result, an investigation was completed at the product family level medtronic extended and malfunction type (IFU issue). See attachment medtronic extended instruction for use (IFU) complaint closure investigation for more information. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information and the investigation performed, the complaint will be closed as complaint unconfirmed as analyzed.

Event description:
Event occurred in belgium. To date no additional patient or event details have been received.